Event description:
It was reported that a patient using the ilet bionic pancreas experienced variable glucose control after adding an extra carbohydrate item to a meal, perceived overdosing of insulin, and expressed dissatisfaction that the system delivers autonomously without requesting confirmation or displaying insulin on board without multiple screen navigations. Symptoms included episodes of hypoglycemia and hyperglycemia. Outcomes included no hospitalization, no emergency care, and no device alarms. Investigation included review of device data and patient reports as part of troubleshooting and education. Investigation of this case revealed that the glucose variability and lows were associated with patient actions inconsistent with training, including overtreatment of hypoglycemia, rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error and use not consistent with instructions for use.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.